Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the harmonic scalpel was connected correctly. A solid tone occurred and the blade would not work. Opened another device to complete the case. There was no consequence to patient.